Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-apr-2023. Investigation summary: one mz1000 sample was received without packaging for investigation; however, the customer indicated the complaint sample was from lot 22045844. A connecting 10ml bd 306595 flush syringe was also received for investigation. The feedback provided by the customer suggests a complete occlusion was detected during use of the maxzero device. A visual inspection of the returned sample revealed that the piston was slightly recessed within the maxzero. Functional testing was performed by connecting the returned maxzero to a 50ml bd plastipak syringe from stock and the returned 10ml bd 306595 flush syringe respectively; and attempting to prime with fluid. In each instance, the customer's experience of complete occlusion was detected. Furthermore, several attempts were made to return the piston to its original position by connecting and disconnecting the 50ml bd syringe to maxzero device; however, the piston remained partially recessed. The details of this feedback were forwarded to the manufacturing site for investigation. Their analysis confirmed that the piston was collapsing in such a way that it would block the tip of syringe resulting in occlusion. The sample was disassembled and closely analysed for any potential manufacturing defects, however no flash or obvious sources for occlusion were identified which may have contributed to the customer's experience. It was however identified that the piston tip appeared to have a slightly different angle of inclination to other pistons from stock. Analysis of the assembly machine identified that it is possible for an occlusion to be generated due to a misassembled piston within the maxzero housing, or as a result of stiction due to lack of silicone within the component. A review of the production records for lot 22045844 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that during use with bd maxzero¿ needleless connector the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, found that the transparent needle-free connector was clogged when using the transparent needle-free connector from carefusion. To operate on patients. Immediately stop using it, seal it up and hand it over to the medical equipment department.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd maxzero¿ needleless connector the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, found that the transparent needle-free connector was clogged when using the transparent needle-free connector from carefusion. To operate on patients. Immediately stop using it, seal it up and hand it over to the medical equipment department.